Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Initially, fluid exited the distal tip, however, fluid was found leaking when a leak test was performed. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found a hole in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although the cannula was damaged, the timing and cause of the damage are unknown. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site. The formed needle was inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 22 mmol/l (396 mg/dl). The pod was worn between 36 and 48 hours on the hip/buttocks. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod, correctional bolus and temp basal.